Event description:
During rotoblator of rca a second attempt to cross lesion with burr, resulted in a wide fluctuation of "rpm's". Burr and wire were subsequently severed. Burr and wire removed but distal portion of wire remained in distal rca.